Event description:
Regulator on oxygen tank malfunctioned. Tank pressure gauge read full and the o2 flow gauge read 8-15lpm, but no flow was coming out of the end of the nipple. This was after the patient was reintubated secondary to hypoxemia. It was assumed that since the flow gauge showed 2lpm, that the patient was getting supplemental oxygen and was hypoxemic dispite that.